Manufacturer narrative:
The externally visible problems were as follows: ?no star generated alarms. ?heart rate parameter value=-?-. ?no beat labels in wave review. ?9 second data gap in database coinciding with the start of the 3 previous problems. These problems were only seen on one pt, and turning the ECG parameter on/off at the bedside monitor could not clear the problem. Additionally the relearn control on the star algorithm had no effect. The hard disk from the failed sys was returned so that we could further analyze this problem. The analysis of this disk revealed the following add'l details: ?no error or abnormal status messages were logged to either the runtime errors log file or the windows nt event log. ?the stored ECG waveform was reviewed for the entire duration available, which revealed that the operation of the star algorithm was satisfactory for the entire time prior to the 9-second data gap mentioned above. ?using an internal development tool to analyze the internal details of the stored data, we verified that the star algorithm was not generating any arrhythmia parameters after the 9-second data gap. ?the sys had been configured with an invalid print driver. The failed sys was installed as part of a side by side product bake-off against a marquette sys. The incident report states that the sys contained all of the originally installed components. This statement is in conflict with the fact that an incorrect print driver was installed. This problem has never been reproduced in all of our development and testing for both a0 and a1. From the analysis and simulations provided for this incident we can conclude that this error is a very isolated condition. The add'l error recovery and checking code suggested by the following action plans should ensure that the appropriate steps are taken if the error occurs again. Action plans: error checking, logging and recover code will be added to the thread blocking code to detect clients (including star) that attempt to go to sleep for an abnormally long time. This code will be part of the a2 release. The current error checking and recovery code when a thread is woken up will be improved to allow for multiple retries with error logging if a failure occurs. This code will be part of the a2 release. The a2 release will be a mandatory upgrade for the entire installed base. The error occurred on a very lightly loaded machine, most of our release testing is on sys that are fairly heavily loaded. Release code is highly tuned and optimized so we will increase the amount of testing on lightly loaded sys in order to log more test hrs against the narrow timing windows introduced by a very lightly loaded sys. This testing will be part of the a2 (and all future) release validation.

Event description:
Since the pt's rhythm changes from time to time, it was difficult for the arrhythmia sys to analyse the ECG. Result: they often didn't get any hr value but a question mark instead. During the last 10 mins when the pt was dying, they got an apnea alarm twice, but no red arrhythmia alarm although there was asystole.